Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 511 mg/dl. Customer stated that her clip broke about weeks ago from today need a replacement. Customer stated that the insulin pump was clicked a lot while delivery of the insulin which was unusual been off the insulin pump for about a year. Customer stated that the transmitter will not charge. Customer stated that the insulin pump was not clicked now as she was went through the priming and it was not clicked anymore been off the insulin pump for over a year. Customer will monitor the insulin pump and call back if issue comes back. The insulin pump was not returned for analysis.